Event description:
Reportedly, on (B)(6)2020 , the patient underwent a transcatheter aortic valve implantation (tavi) procedure that included four cardioversion events. The paddles were placed opposite to the pacemaker in an anterior/apical position. A temporary pacemaker was placed to provide rapid pacing. During a follow-up performed on (B)(6)2020 , an increase of the ventricular pacing threshold to 2.75v and farfield sensing in both channels were observed. The patient was on atrial fibrillation, thus no pacing threshold test was performed. Preliminary analysis revealed crosstalk and va farfield sensing, as well as atrial and ventricular capture failure after the tavi procedure performed on 21 january 2020. Leads positioning issues are suspected, most probably resulting from the external shocks delivered to the patient during the tavi procedure or from the use of the temporal pacemaker (inducing mechanical interference).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, the patient underwent a transcatheter aortic valve implantation (tavi) procedure that included four cardioversion events. The paddles were placed opposite to the pacemaker in an anterior/apical position. A temporary pacemaker was placed to provide rapid pacing. During a follow-up performed on (B)(6) 2020, an increase of the ventricular pacing threshold to 2.75v and farfield sensing in both channels were observed. The patient was on atrial fibrillation, thus no pacing threshold test was performed. Preliminary analysis revealed crosstalk and va farfield sensing, as well as atrial and ventricular capture failure after the tavi procedure performed on (B)(6) 2020. Leads positioning issues are suspected, most probably resulting from the external shocks delivered to the patient during the tavi procedure or from the use of the temporal pacemaker (inducing mechanical interference).